Manufacturer narrative:
Information which was requested from the customer was received. Although the specific product information remains unknown, the customer did report that the size of the PICC line which was repaired was 3 french, and the issue which was repaired was an external break in the line. The date received by manufacturer for the original incident is 01/05/2018.

Manufacturer narrative:
Age: infant. Device name: peripherally inserted central catheter . (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that the pediatric patient's peripherally inserted central catheter (specific product information unknown) was damaged, and necessitated the repair of the device. The device was ultimately repaired using a repair kit (see related emdr#1820334-2018-00156). Additional information has been requested from the customer, but none has yet been provided. The complaint device is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.

Manufacturer narrative:
Evaluation: the product was not returned, so physical evaluation could not be performed. Based on the investigation findings the cook spectrum® turbo-ject PICC set minocycline/rifampin impregnated is the assumed device. The device was not returned for evaluation. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. No lot number was provided; therefore a review of non-conformances cannot be completed at this time. With the information available at this time a definitive cause cannot be determined. Cook will reopen the investigation if further information is received.